Manufacturer narrative:
Dysthesia. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient developed dysesthesia after rhbmp-2/acs was used in a foot fusion surgery. Post-op time frame is approximately 6 weeks. The surgeon stated that he has evaluated the patient at length and has not found no other reason for the symptom.